Event description:
User injured himself on one of the sharp-edged teeth of a rd 5 rack. He was pushing the rd 5 racks out of the tray with his flat hand when this occurred. User received a superficial lesion on his little finger and did not receive any treatment for the injury. User was wearing latex gloves at time of incident. No additional info is available regarding the user. The field svc rep checked the trays - they are all processed the same way. If additional info is received, appropriate notification will be provided.